Manufacturer narrative:
The device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the back button was not working. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer informed that they received a stuck button alarm. The customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to revert to backup plan per healthcare professional's instructions. The device will be returned for analysis.